Manufacturer narrative:
The device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to loss of capture (loc) and low out of range pacing impedance measurements below 200 ohms. No additional adverse patient effects were reported.